Event description:
Patient admitted for parathyroidectomy for superior adenoma. Pt received 35-40 ml of methylene blue. Masimo pulse oximeter sensor was attached to fingertip. Pulse oximetry readings were charted during the 1 hour surgery. Readings were 99% and 98% saturation. Recovery room stay was 1 hour at 100% saturation. Nursing notes contain no evidence of surgical or recovery room complications. Pt was discharged post-op day #3 and had follow-up appointment with surgeon on post-op day #8. During the post-op appointment, the surgeon noted a blister on the fingertip, with a circular healing slightly reddened area with a scab in the center where the masimo sensor may have been attached. Cause of blister is undetermined. Anesthesiologist obtained photo. Configuration was from the datascope cable to the masimo adapter cable connected to the masimo sensor. Biomedical technician did extensive configuration testing to determine if there was a heat source or voltage leak but none was found.